Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint ¿ litigation alleges that patient has experienced aching in her left hip and she has elevated chromium and cobalt levels in her blood.;;doi: 10/10/2007 - dor: none reported (left hip);;**patient is a resident of (B)(6)**update** 12/13/2011 litigation was received. There is no new information that would change the outcome of the investigation; **update** der rcvd. Added dor, surgeon details, hospital, sales rep information and sleeve. Confirmation on der that cup was not removed. Update ¿ 09/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery operative notes reported pain, osteolysis, burnishing of the femoral neck trunnion, and elevated metal ion levels. The metal ion levels provided are at reportable levels. The complaint was updated on: 10/13/2016.